Manufacturer narrative:
The reported event of air in line alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported air in line alarms when infusing multiple drugs (IV bags or bottles), with no visible air in the tubing for the past 2-3 months. The events are occurring in the gynecology oncology infusion center .the alarms are persisted despite changing out the IV tubing, and devices. It was reported that the nurses used ¿IV maintenance¿ presuming basic infusion setting instead of the drug library and had no additional issues; also pushing the tubing very hard into the ail sensor seemed to help. There was no report of patient harm.